Event description:
Information received indicates the siderail will not stay in the upright position.

Manufacturer narrative:
The technician replaced the broken siderail center arm assembly to repair the bed.